Event description:
Customer called to report damage to the insulin pump. Customer stated that there is a crack on and around the drive support cap. Also, the drive support cap appears to be sticking out. Customer's blood glucose levels were not included in the report. Nothing further was reported.

Manufacturer narrative:
No loose drive support disk noted; drive support disk is normal. Insulin pump had a cracked end cap, cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.